Event description:
The pt alleges serious problems with a marlex patch that was implanted in him during a spleen removal procedure. Approx one month ago.

Manufacturer narrative:
There has been no prod returned for eval. Therefore, no conclusion can be drawn.